Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Additionally, it was reported that a cartridge leaked. A supply change was performed resolving the issues. Customer's blood glucose level was 340 mg/dl.